Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed and the cause appeared to be related to use of the device. One 3cg stylet was returned for investigation. The powerpicc was not returned with the stylet. A kink was observed in the polyimide tubing 1.5cm from the distal tip of the stylet. The polyimide tubing, magnets, and core wire at the distal end of the stylet were intact. No breaks were observed in any part of the 3cg stylet. The stylet was received within the t-lock extension set. Due to the condition of the returned sample, it is possible that the stylet was damaged during use. It may have inadvertently kinked during insertion of the powerpicc. It was reported that the user experienced difficulty when placing the PICC and the wire was bent upon removal. The product IFU states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of 18fbe856 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (18fbe856) have been reported from the same facility.

Event description:
It was reported that the patient had multiple piccs in the past, and could not have a PICC placed on the left side (difficult patient anatomy). The placer had a difficult time placing in the right side. It was stated the wire was bent when it was removed. (B)(6) 2018 - returned wire is kinked. Additional information received via medwatch stated, "upon completion of PICC insertion, the stylet was observed to have a fracture at the tip at 2cm mark."